Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and anxiety.

Event description:
A patient reported "extreme pain", "have only recently found out mine have been recalled" and "ruptured". This record relates to the left side. The device remains implanted.